Manufacturer narrative:
A review of the internal documentation and the device did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure utilizing zimmer patient specific instruments guides. Difficulty with the positioning of the guides required the surgeon to do re-cuts in order to achieve balance. This resulted in a delay during surgery of 30 min.